Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch surestep meter had a power issue ¿ meter does not turn on. The complaint was classified based on the initial call recording which the medical surveillance specialist (mss) listened to. The patient reported that the alleged power issue first occurred at 2:45pm on (B)(6) 2015. The patient is a newly diagnosed diabetic and does not currently take any medication to help regulate their blood glucose levels. The patient had not made any lifestyle changes prior to the alleged product issue occurring. The patient stated that ¿a few minutes¿ before the alleged issue occurred they experienced symptoms of ¿lightheaded, dizzy and disoriented¿, so as a result tried to measure their blood glucose on the subject meter. ¿a few minutes¿ after being unable to obtain a blood glucose result with the subject meter the patient ¿fainted¿. They were roused ¿minutes¿ later by their spouse who also treated the patient by giving them sugar and orange juice at 2:55pm. No further treatment was received and no blood glucose results were obtained on any other device at this time. At the time of troubleshooting the cca noted that there was no misuse of the product and the issue could not be resolved. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.